Event description:
A (B)(6) male pt's daughter contacted zoll customer support to report a service code 204. The pt was provided with a replacement electrode belt.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problem (service code 204) has been confirmed. The cause of the service code 204 is a damaged trunk cable and a damaged connector (j702) on the pca board inside the electrode belt distribution node (dn). The damage to the trunk cable and connector disrupted communication with the monitor. The root cause of the damaged trunk cable and damaged connector cannot be positively identified but was likely the result of excessive force. No adverse event resulted from the damaged electrode belt. The pt received a replacement electrode belt.